Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, the cause was a use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Per baxter labeling, users are instructed not to be connected in prime when performing peritoneal dialysis therapy.

Event description:
A customer reported a system error (se) 2240 (air in tubing) alarm, followed by a se 2367 alarm, which occurred on the homechoice (hc) during initial drain. The caregiver (cg) stated that the home patient (hp) had been connected during the alarm. The hp had connected either during prime or after the drain started, however the cg was unsure. The cg stated they would have the hp start over with new supplies. Proper procedures were reviewed with the cg, per the user manual. There was patient involvement, however no adverse event was indicated at the time of the initial report.